Event description:
Customer reported via phone call that their insulin pump is exposed to fluid. The blood glucose reading is 245 mg/dl.

Manufacturer narrative:
Pump received with intermittent button response due to moisture keypad traces. No moisture damage found on the electronics, motor battery tube and vibrator noted. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.